Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Pharmacist reporting an intracapsular rupture discovered at explant, a capsular contracture (baker grade IV). This record relates to the right side.

Manufacturer narrative:
Analysis of the returned device identified: opening curved on radius, red and white particles and underweight. A visual and microscopic analysis was performed which identified: broken crease smooth on radius, creases fold, wear abrasion and observed what appears to be like crater appearance on shell surface. Base on the device analysis the final assessment is: a broken crease smooth on posterior assessed as fold flaw opening.

Event description:
Pharmacist reporting an intracapsular rupture discovered at explant, a capsular contracture (baker grade IV). This record relates to the right side.

Event description:
Pharmacist reporting an intracapsular rupture discovered at explant, a capsular contracture (baker grade IV). This record relates to the right side.